Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in a pause of less than two seconds. The noise could not be reproduced with isometric pocket manipulations and coughing. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in a pause of less than two seconds. The noise could not be reproduced with isometric pocket manipulations and coughing. This lead remains in service. No additional adverse patient effects were reported. Additional information was provided that indicated that the cause of the oversensed noise was undetermined. Programming changes were made and the patient will continue to be monitored. This lead remains in service. No additional adverse patient effects were reported.